Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the codemaster xl+ defibrillator had a problem with the cable connector blade. There was no patient involvement.